Event description:
The lay user/patient contacted lifescan alleging that the product had the following unresolved buttons/scanners issue: ok button not responding. There were no allegations of harm or injury.